Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for failed battery. The insulin pump would go blank and the customer would have to replace the battery. Blood glucose reading was unknown at the time of the call. Troubleshooting was performed. The display returned when a new battery was inserted into the insulin pump. Advised that a replacement battery cap will be sent as a courtesy to rule out any possible issues related to the cap. Nothing further reported.